Event description:
It was reported, the camera head had an image that flickered when connected to the monitor. The issue occurred during a unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being submitted for additional information and legal manufacturer's final investigation results. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, it was found that the camera cable is broken. Based on the results of the investigation, since there is a failure in the camera cable, it is possible that the internal charge coupled device malfunctioned and normal communication was not possible resulting in flickering of the screen. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had an image that flickered when connected to the monitor. The issue occurred during a unspecified therapeutic procedure. There were no reports of patient harm.